Event description:
Caller reported cgm error 42 involving their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started their sensor session after being guided through a pump reset by technical support, with no reoccurrence of the error.